Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error, and after a battery change, the insulin pump alarmed failed battery test. The blood glucose reading was 280 mg/dl. No significant events leading to the alarm were observed. During the troubleshoot procedure for the alarm, the customer stated that she was hospitalized for diabetic ketoacidosis in the summer, around (B)(6). The blood glucose reading was 260 mg/dl when emergency medical technicians checked on the scene. The customer stated that insulin leaked from the reservoir, causing her to have high blood glucose. She stated that she had been sluggish and tired. She noted that the insulin pump was not delivering insulin to her. Upon arrival at the urgent care center, she was treated with an insulin drip and fluids. The blood glucose reading was 300 mg/dl, and she was wearing the insulin pump. Advised replacement of the insulin pump for the motor error alarm. Nothing further reported.